Event description:
The manufacturer received information alleging a failed test step occurred on a Trilogy EV300 ventilator. The device was not in use on a patient at the time of the occurrence.The Trilogy EV300 ventilator was evaluated by a third-party service center Field Service Engineer, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device failed an Active Exhalation Verification; Pilot Reading pre-test. In conclusion, the device's Trilogy EVO 3 Way Solenoid Valve was replaced to address the issue. The device passed all test, and the system meets the specification for the performed service and is returned to use.

Manufacturer narrative:
Review of the DHR for this device, serial number (b)(6) did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.The reported failure of Active Exhalation Verification; Pilot Reading is accommodated in the product risk management file as being linked to Hazard with description Patient Exposure to Function / Deterioration of Function. Complaints for this failure are reviewed via the Post Market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. QA continues to monitor complaints for this issue per the cadence in the Complaint Trending procedures.